Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d6a, h6. MDR section codes updated/corrected: a, b, c d. The most likely underlying cause for the revision reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial tha done in 2012. The patient was revised on (B)(6) 2024 due to poly wear, and the head and liner were removed . No issues.

Manufacturer narrative:
H3: pending investigation. D10: 142-36-00 - cocr fem head 36mm +0 offset 12/14 (B)(6); 160-01-15 - pf stem tapered plasma ext offset sz 15 (B)(6); 180-03-60 - nv cwn cup mlt hl rf, 60mm group 3 (B)(6); sc45-50 - bone screw 4.5mm dia x 50mm lng (B)(6) ; sc45-50 - bone screw 4.5mm dia x 50mm lng (B)(6) . H7: z-2122-2021.